Manufacturer narrative:
After further investigation by merge healthcare team, it was determined this issue was caused by the clients configuration settings regarding the overwrite status. This setting was configured to "no" which caused this study to take on the preliminary study status therefore dropping from their worklist. The customer is discussing internally if they want to change the overwrite status setting on the server. No further actions will be taken at this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2018, the client reported a study was not available on the worklist due to the study status changing to preliminary. The customer confirmed there was a thirty minute delay in diagnosis for the study. Information received from the customer confirmed there was no direct impact to patient care due to this issue. Reference complaint number (B)(4).